Manufacturer narrative:
The device was not feasible to conduct the investigation (pci) at this stage, as the device is no longer available in our facilities for further analysis.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device showed error code 45630, indicating a motor sensing issue. The issue was discovered during testing. There was no patient involvement.